Manufacturer narrative:
Evaluation codes: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-08187 and 08188. It was reported the patient was experiencing pain at her scs ipg site. During a revision surgery on (B)(6) 2014 to revise the patient's ipg pocket, it was found that the patient had an infection at her ipg site. Cultures were taken, but results have not been obtained. The patient's ipg was explanted. Additional information received identified the patient's infection is still ongoing and her scs extension can now be seen eroding through the skin.